Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the patient's device, this file was not found to be possibly related to a short-circuit condition. Patient has a history of seizure flurries and it is not uncommon for the patient to have a flurry of seizures. The normal mode diagnostics indicate that the device is able to deliver it's programmed settings and was not at eos. Unknown cause from the site for the patient's seizure flurry, but is part of the patient's seizure history.

Manufacturer narrative:
Device malfunction is suspected, but did not contribute to a death or serious injury.